Event description:
It was reported that the patient experienced a thrombus. The patient noticed new onset dark-brown colored urine that became darker and bubbly. The patient did not report this to the care team at the time. The next day, the urine was reported to be black in color. The patient then contacted their care team after noticing high power alarms from the ventricular assist device (vad). The patient's international normalized ratio (inr) was subtherapeutic at 1.8 (goal range 2-3). The patient's hemoglobin also declined to 14.1, and lactate dehydrogenase (ldh) was 2579. It was noted that the patient's renal function remained preserved with a creatinine of 1.32 with blood urea nitrogen of 23. A urinalysis demonstrated black urine. On auscultation, the ventricular assist device (vad) had a very pronounced grinding sound best appreciated along the left sternal border but was prominent throughout the entire cardiac exam. The patient was admitted to the hospital, and heparin and tirofiban infusion were adjusted for renal function. Intravenous (IV) fluids were also started. It was noted that the patient was scheduled to have a colonoscopy five days prior to the onset of symptoms and had been holding warfarin since ten days before the onset of symptoms. The patient had been started on enoxaparin injections but was told to hold it the evening before the colonoscopy and did not receive any the morning of the colonoscopy. The patient resumed enoxaparin bridging in the evening following the coloscopy and continued until their international normalized ratio (inr) was therapeutic. The patient was being considered for transplant. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's ldh continued to trend downward on the medical therapy. It was stated that the patient has made a remarkable medical recovery following initiation of tirofiban, now the patient is on heparin. There was a sharp downward deflection on the power and flow readings after the initiation of tirofiban during hospitalization. Ldh has trended down today to 531 from previously greater than 2500. The patient's vad high power alarm has been adjusted back to 5.5 and the patient's hematocrit will need to be adjusted closer to date of discharge.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections of additional event details. The previous submitted supplemental regulatory report was missing the additional event details for the controller exhibiting a loss of power. The correction has been made with an update to the event description and the additional product has been added to h10. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 31-may-2022 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 17-may-2021 h5: no h6: patient ime code(s): e0514, e1302 h6: imf code(s): f08, f12, f22, f2303 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that per log file review that the controller exhibited unexpected loss of power. The controller remains in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction. D6a. Implanted date was inadvertently omitted. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Review of the controller log files revealed a controller power up event on 26/jul/2022 at 11:04:22. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on 26/jul/2022 at 11:04:58, indicating that the controller was likely powered up during a controller exchange. As a result, the reported "loss of power" event was confirmed. The reported high power event was confirmed via log file analysis which revealed consistent increases in power consumption to parameters above the normal operating range within the analyzed period. Additionally, a steady increase in power consumption was observed starting 31/jul/2022. 30 high watt alarms were logged on 01/aug/2022. Information provided by the site indicated that, in addition to the high power event, the patient experienced a thrombus. The patient noticed new onset dark-brown colored urine that became darker and bubbly. The next day, the urine was reported to be black in color. The patient's international normalized ratio (inr) was subtherapeutic with a declined hemoglobin and an lactate dehydrogenase (ldh) of 2579. The patient's renal function remained preserved. A urinalysis demonstrated black urine. On auscultation, the ventricular assist device (vad) had a very pronounced grinding sound best appreciat ed along the left sternal border but was prominent throughout the entire cardiac exam. The patient was admitted to the hospital, and heparin and tirofiban infusion were adjusted for renal function. Intravenous (IV) fluids were also started. It was noted that the patient had been holding warfarin since ten days before the onset of symptoms. The patient had been started on enoxaparin injections but was told to hold it the evening before a colonoscopy and did not receive any the morning of the colonoscopy. The patient resumed enoxaparin bridging in the evening following the coloscopy and continued until their international normalized ratio (inr) was therapeutic. The patient was being considered for transplant. It was further reported that the patient's ldh continued to trend downward on the medical therapy and that the patient made a remarkable medical recovery following initiation of tirofiban. The patient is on heparin. The reported "pronounced grinding sound" could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the reported controller power up event can be attributed to a controller exchange. Based on the risk documentation, the reported pump ¿very pronounced grinding sound¿ event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: model #: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.